Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found clavicular crush damage that resulted in compressed outer coils, damaged inner insulation and outer coil fractures. An electrical short was noted between the coils.

Event description:
It was reported that the atrial lead was damaged due to possible subclavian crush. The issue was clinically resolved by explanting and replacing the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.